Event description:
Related manufacturer reference number: 2017865-2022-20029. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead and pacemaker exhibited noise oversensing. The lead and pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.